Event description:
The iab was inserted into the pt in 2000 at 8:50 p.m. And removed 2 days later at 2:30 p.m. The iab did not malfunction. The pt had minor limb ischemia and renal failure. The iab was not returned to datascope. Event complications: minor ischemia/renal failure - reported 07/07/2000. Pt's current status: expired - reported 07/07/2000.